Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that endophthalmitis was confirmed with 2 cases after vitrectomy procedures. Cause of event in unknown. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information from affiliate indicates that according to investigation by the facility, causality between the endophthalmitis and the custom pak was excluded in the end. A reason why the causality was excluded is that there was an issue with washing and sterilizing product. Vitreous forceps which was reused. After a way to wash and sterilize was changed, endophthalmitis has not occurred.

Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., h.6., and h.10. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). There is no evidence based on this report that the cassette caused or contributed to this reported event of endophthalmitis. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: 2019-93284.